Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string pulled out upon removal of the tampon. She was able to manually remove the tampon. She experienced pain and distress during removal. Consumer stated she is doing well.